Event description:
It was reported that balloon popped occurred. The target lesion was located in the non-tortuous and non-calcified vessel. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for fistulogram procedure. During the procedure, the balloon popped at second inflation. The device was removed from the patient without leaving any fragments in the body, and the procedure was completed using another balloon. There was no patient complications noted as a result of this event.

Manufacturer narrative:
B3 date of event: the event date was not provided at the time of reporting. We completed a good faith effort to obtain the information, but it was unable to be obtained. The first date of the month of may (aware date) was selected.